Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
There are no photos attached. From: product complaints <productcomplaints@bd.com> sent: wednesday, may 1, 2024 7:04 am to: product complaints <productcomplaints@embecta.com> subject: fw: re: fw: syringe inaccurate from: medical information from: sent: 4/29/2024 2:13 pm subject: syringe inaccurate we're using the 3/10ml insulin syringes. One (or more, we only just noticed) of the syringes is off by maybe 0.5ml. The prescription is for 0.5ml, so we almost gave double the dosage. See the attached pictures. I know it's difficult to tell from these photos but I'm hoping it'll help. Let me know if there's anything else I can do here. Can we trust the rest of the batch? Best,

Manufacturer narrative:
Device is not available.